Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device catalog # 's reported to be involved. The information for the additional catalog # is as follows : catalog # : 320122 investigation summary : exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Bd was not able to duplicate or confirm the customer¿s indicated failure. CAPA/sa - as no samples were returned for investigation it was determined that no corrective action is required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 carton of bd ultra fine¿ pen needles 4mm x 32g contained a mix of product types. The following information was provided by the initial reporter : material nos. 320550 and 320122; batch no. 0224863. Consumer opened a new shelf carton of 2nd gen nano pen needles (320550) and found some original nano pen needles in the box (320122). Date of event: unknown. Samples: no.